Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: bilateral patient. Litigation papers allege that patient experienced pain and elevated metal ion levels. Patient's preliminary disclosure form was received on 6/25/2012, which provided part/lot information for both sides. Doi: (B)(6) 2008 - dor: none reported (right hip). Doi: (B)(6) 2008 - dor: none reported (left hip). Patient is a resident of (B)(6). Update - der rcvd 20 may 2014. Updated revision date / surgeon / hospital for left side and product information for both sides.

Event description:
Bilateral patient. Litigation papers allege that patient experienced pain and elevated metal ion levels. Patients preliminary disclosure form was received on (B)(6) 2012, which provided part/lot information for both sides.